Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they were changing the battery of their insulin pump but for a few minutes lost the battery cap. Customer stated that the insulin pump was not turning on at all. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated that the display did not return after insulin pump restart. Customer stated the contacts on the battery cap were missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis